Manufacturer narrative:
Recall: 1627487-05242011-002-r and 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the phone icon is lighting up on the pt's programmer and the programmer is unable to locate her scs ipg after multiple attempts. It was also reported the pt is no longer receiving stimulation as a result of the inability to establish communication. F/u identified a sjm rep confirmed the issue. Subsequently, surgical intervention will be taken at a later date to address the issue.